Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the implantable pulse generator (ipg) exhibited premature battery depletion and the right ventricular (rv) lead exhibited diminished sensing. The ipg and lead remain in use. No patient complications have been reported as a result of this event.